Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. C-34 error occurred at startup and m-11 error occurred on mono cut mode. During visual inspection, the top of the bezel is cracked/damaged both corners. The cover back right top corner is bent, and edge is scuffed (paint damage) with sharp corner. Scratches/scuffs down back side of cover. Heat sink had paint damage and was scratched. The root cause is attributed to a defective component. The measurement for the high frequency voltage was small.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an activation error c-84 occurred on the integrated electrosurgical unit (iesu) when the customer used bipolar energy. The customer had rebooted the iesu, tried both bipolar ports, replaced the instrument and the energy cord but the issue remained. The customer installed a vessel sealer extend instrument on the e-100 generator to use for bipolar energy to continue the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no issues on the system when it first powered on. The procedure was completed without the iesu, the e-100 was used with the vessel sealer extend instrument.